Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. The user's blood glucose level was 85 mg/dl. Recommendation was made for the user to prime the tubing to remove air bubbles.